Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of "high"; specific value was not provided. Cause was unknown. Customer administered a manual injection and delivered a correction bolus via the pump to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.